Event description:
The s1 pedicle screw became loose and backed out 4 months after primary. The cause of the loosening is unknown. The surgeon added 4 levels to the patient (2 up and 2 down from the primary). The surgeon revised 5 screws and pulled all rods. The surgery was completed successfully. On (B)(6) 2018 the patient underwent the 2nd step of the revision, the surgeon completed the anterior revision on (B)(6) 2018 and the posterior revision (B)(6) 2018.